Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical trial. It was reported that a vessel dissection occurred. The target lesion #001 was in the entire length of right superficial femoral artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 160 mm and 60% stenosis and was classified as tasc ii c lesion. Treatment of target lesion was performed by dilatation with a ranger drug coated balloon of 6.0 mm x 200 mm. During treatment of target lesion #001, dissection was noted with severity grade of d. As a response to the event, a bare metal bailout stent of 7.00 mm x 200 mm was placed followed by balloon dilatation. The final residual stenosis was noted to be 0%. The complication was resolved.